Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a mass excision there was a flash as the surgical site from either the pencil or the tip. It is unknown how they finished the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/4/2019. Additional information obtained: no burn occurred, but there was a flash arc. Investigation summary: retained samples: the retained samples of both lot numbers have been inspected visually and tested electrically. The electrical impedance measurement was performed . All samples were found to perform within limits. No faults could be detected. Customer samples: no samples were made available for further investigation to the date of this report. Conclusion: the tested retained samples performed well within specified limits. Production and test records were reviewed for the lot numbers:181025-2404 and 190308-2402 and no faults could be detected. All conducted tests for the claimed lots showed no deviation. The initial adhesion test after the production was reviewed and no deviations could be detected for both lot numbers. All tests were passed successfully and all measurements were within acceptable limits.